Manufacturer narrative:
The lead was returned in two parts. Externalized conductors due to internal insulation abrasion were found at 7.0-9.1cm, 14.0-16.5cm, and 13.2-17.3cm from the distal tip. The etfe insulation coating of the rv and ring electrode cable were intact at these locations. Areas of internal insulation abrasion were found at 7.0-8.3cm and 12.2-12.6cm from the distal tip. The etfe insulation coating of the rv cables was intact at these locations.

Event description:
It was reported that the asymptomatic patient presented in clinic for a normal follow up. Fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.